Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. A magnet reset was attempted, but no beeping tones were emitted. X-ray revealed the device placement optimization could be optimized. This device did not react to either magnet application nor telemetry interrogations. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. A magnet reset was attempted, but no beeping tones were emitted. X-ray revealed the device placement could be optimized. This device did not react to either magnet application nor telemetry interrogations. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to record a code 1003 because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.